Event description:
Customer's mother called stating customer's belt clip broke. Customer's blood glucose was 400 mg/dl which was treated with a bolus. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.